Manufacturer narrative:
A ge rep evaluated the sys and found a connector that had bent pins and needed repair. No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.